Event description:
It was reported that the bd extension set 1.2 micron low protein binding filter experienced blockage. The following information was provided by the initial reporter: had to pause smof lipids to admin pt IV lovenox, paused for 35 minutes and when restarted line continue to alarm occluded until new lipid filter was placed on line.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.' Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd extension set 1.2 micron low protein binding filter experienced blockage. The following information was provided by the initial reporter: had to pause smof lipids to admin pt IV lovenox, paused for 35 minutes and when restarted line continue to alarm occluded until new lipid filter was placed on line.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 21-jun-2022. H.6. Investigation summary: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a bd primary set and primed with 85% glycerin / 15% water mixture. The pumping segment on the primary set was loaded into an alaris pump and an infusion was started at 1 ml/hr. After about 3 hr of infusion the run was paused for 35 minutes. The infusion was started up again and infused for 2 hours without an occlusion alarm. The customer complaint that they are experiencing occlusion when the lipid infusion is placed on hold for any reason cold not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.